Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: >7.5; lab: 1.7 (next day).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: >7.5; lab: 1.7 (next day); mean: na; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The time interval between tests was done greater than 3 hours. The comparison was considered invalid. Products will be tested when returned.